Event description:
It was reported from (B)(6) by medical staff that an inpatient experienced a loose power connector.

Manufacturer narrative:
Updated to reflect event as reported by the complainant, and via analysis findings. The device evaluation was not available at the time the initial report was submitted. The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller failed visual and functional testing as a result of a bent pin on the ps1 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing (able to run the pump). The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from (B)(6) by medical staff that an inpatient experienced a loose power connector. The controller was exchanged. There were no reported consequences or impact to the patient. No additional information was provided. Log file analysis dated (B)(6) 2015: normal power consumption; no alarms have been logged in the last 14 days of available data. Per the instructions for use (IFU): always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.